Event description:
Event description guidant received information that this device was successfully interogated and programmed prior to the implant procedure. After it was implanted and the pocket was closed, the doctor was unable to get continous communication with the device. It was pacing and sensing properly; magnet application yielded pacing. Different programmers were tried, sources of noise were turned off, all without success. Another device was implanted without issue. This device has been returned for analysis.